Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, serial/lot #: (B)(6) rev. 2; product ID: bi71000444, serial/lot #: (B)(6) rev. 3, product ID: bi71000442r; product ID: bi71000860, serial/lot #: (B)(6) rev. 9; product ID: bi71000442, serial/lot #: (B)(6) rev. 2: a medtronic representative visited the site to service the system. Hardware components were replaced. The system was then functioning as intended. Codes b01, c02, and d02 are applicable. The power conversion enclosure was returned for analysis. There was no failure found. Codes b01, c19, d01 are applicable. The positioner motion control was returned for analysis. There was a firmware failure. Codes b01, c10, d02 are applicable. The rotor control box was returned for analysis. There was a firmware failure. Codes b01, c10, d02 are applicable. The gantry motion control amp was not returned for analysis. Codes b17, c20, d15 are applicable. The gantry motion control was returned for analysis. There was a firmware failure. Codes b01, c10, d02 are applicable. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had an error "initializing system please wait". The collimator didn't move at all. The error happened before the collimator check. No error messages were given on the pendant even an hour later. The step was to look at the power conversion board. There was no patient involvement. 2023-nov-10 interface update (rep, for): additional information was received. The power enclosure was replaced. Device remained in same state, booting but not initializing. Remote troubleshooting was done and the 96v was missing. Controllers were unreachable by "galil/dmc," (error -20 for positioner and -5 for gantry and rotor controller). Ping to 192.168.10.200 was timing out. *.201 and *.202 return destination host was unreachable. Labview returned positioner: ready, mc on, stat ok. Gantry: ready, mc on, stat ok, rotor: mc on, stat ok. Power was not on any controller. Logs show dmcexception caught on unknown controller. Message: controller has been disconnected from the communications channel (usb or ethernet).. Error code: -20. The probable cause was a faulty enclosure motion, positioner (logs), or rotor (labview) controller. The power conversion board and power tray needed replacement. There were no 96vdc on the power conversion encloser. The enclosure motion, positioner, and rotor controller also needed replacement. 2023-nov-17 interface update (rep, for): additional information was received. Replaced motion enclosure, positioner controller, and rotor controller. Only gantry controller remains unreachable and returns now -20. Also "dmcexception" caught for "ncontrollernum=2."